Event description:
It was reported that the insulin pump was unable to be primed and that the customer experienced high blood glucose levels for 1 week. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was unable to be primed during the prime test due to a faulty force sensor resistor (gold). The insulin pump was received with a cracked case at the display window corners and cracked battery tube threads. The unit was also received with a minor scratched display window a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.